Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual inspection reddish material and a hole in the surface of the pebax. The device was connected to the carto 3 system and no errors were observed. The force feature of the device was evaluated and the force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device lot number 31647302l and no internal action was found during the review. The reddish material inside the pebax could be related to the force sensor error reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use (IFU) contain the following recommendations: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. A significant change in the baseline reading after cleaning might indicate a damaged contact force sensor. In addition, in order to prevent damage to the catheter tip, verify compatibility between the sheath and catheter, advance the catheter through the sheath prior to insertion. Any sheath < 8.5 f is contraindicated. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a thermocool smarttouch sf and post procedure the bwi product analysis lab identified a hole on the surface of the pebax. During the procedure, an 106 alert code occurred after the catheter was plugged into the carto and before the first ablation. A second device was used to complete the operation. There was no adverse event reported on patient. Catheter was not used in patient.